Manufacturer narrative:
(B)(4). The covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. The tse sent a replacement o2 senor to the customer. Covidien was not authorized to repair the device.

Event description:
It was reported that, the oxygen (o2) sensor in an 840 ventilator would not calibrate. The ventilator was not in use on a patient at the time the event occurred.